Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker. No moisture damage electronic assembly.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it got wet from being sprayed by a hose. It was also stated the buttons were not working. The customer's blood glucose level was 173 mg/dl. She was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.